Event description:
The customer contacted stryker to report that their device had an event code logged in its memory and also delivered a lower energy shock than the level selected. The event code logged in the device's memory may be associated with a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. This would result in a monophasic shock being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a partially shorted transistor, designator q7.

Event description:
The customer contacted stryker to report that their device had an event code logged in its memory and also delivered a lower energy shock than the level selected. The event code logged in the device's memory may be associated with a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. This would result in a monophasic shock being delivered. There was no patient use associated with the reported event.